Manufacturer narrative:
Analysis of the returned catheter noted as received the sc connector was heavily damaged and melting damage was seen on the outer surface of the catheter body of segment 2. These damaged most likely occurred at explant. No further anomalies noted.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) from (B)(4) regarding a patient receiving intrathecal lioresal 2000 mcg/ml (in minimum rate). The lot number was unable to be obtained as well as the patient's medical history, other meditations the patient was taking at the time of the event, and the indications for use. On approximately (B)(6) 2015, there was question if the patient had a blocked ascenda catheter as the patient had no response since the implantation of the intrathecal baclofen pump. Diagnostics performed included an x-ray to confirm the position. During the catheter replacement prior to the explant on (B)(6) 2015, there was no drainage of cerebrospinal fluid (csf). A new ascenda catheter was implanted. It was unknown if the issue was resolved at the time of this report. The patient's status at the time of the report was reported as alive, no-injury. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.